Event description:
A respiratory therapist was called to go to a patient's room to check a vent that was alarming "vent inop" while the patient was on CPAP wean. When the respiratory therapist arrived in the room, the vent was off the patient and the nurse was ventng the patient via the ambu bag. The patient was sitting up in the bed, not following commands. Vent was showing "inop" alarm. The respiratory therapist turned the vent off and back on. The vent worked fine post-reset. The patient was placed back on the vent/ the vent was in working order when the respiratory therapist left 5-10 minutes later. A second respiratory therapist came to the room a short time later and tried to determine the cause of the inop failure. The therapist decided to change out the ventilator and when the therapist was disconnecting the ventilator from the wall outlet, the therapist discovered the air line fitting had been forced into the vacuum receptacle/outlet. The air line was not seated (no gas connection was made), but it was difficult to remove from the wall. It could not be determined who forced the air line into the vacuum outlet. The patient was not harmed.device #1is this a laboratory device or laboratory test?no.